Event description:
It was reported that during use with bd bactec¿ lytic/10 anaerobic/f culture vials (plastic) there was a molecular false positive for c. Tropicalis. Result was reported and reporter is unsure if the patient was treated based of the result. 2nd of 2 patients. The following information was provided by the initial reporter: molecular fp for c. Tropicalis. 1. What result did the customer obtain from the bd product? 1: e. Coli and kleb phuemo (mrn 153938) and c. Tropicalis. 2: strep group b (mrn 103924) and c. Tropicalis. 2. What result was the customer expecting to obtain (if different from the obtained result) not c. Tropicalis. 3. Was this a qc, validation, or proficiency test? N. What confirmatory testing was performed that determined the results were erroneous? Culture. Were any erroneous results reported to the doctors? Yes. If yes, were any patients treated based on erroneous results? 1 patient was not treated, other patient unsure. If yes, did the erroneous treatment have any adverse impact to the patient(s)? Unknown.

Manufacturer narrative:
H.6 investigation summary: catalog: 442021, batch no.: 3145829. Customer reported a molecular false positive result. Neither photos nor returned good samples were received. Bd was unable to reproduce the customer¿s experience with the bactec product based on our internal procedures and the intended use of the product. Retention samples were visually inspected, tested for viable contamination by sub-culturing on tsa, chocolate, sabouraud and schaedler agars plates, voltage output and gram stain. All results were satisfactory. Batch history record review did not identify any evidence for which the customer submitted the complaint. A complaint history review was conducted, and batch has been previously investigated for the reported defect. Complaint is unconfirmed based on retention samples and batch history record review results. No corrective actions were required. A cross functional team continually monitors all product complaints for trends and determines if any additional actions are necessary beyond the current investigational process.

Event description:
It was reported that during use with bd bactec¿ lytic/10 anaerobic/f culture vials (plastic) there was a molecular false positive for c. Tropicalis. Result was reported and reporter is unsure if the patient was treated based of the result. 2nd of 2 patients. The following information was provided by the initial reporter: molecular fp for c. Tropicalis 1. What result did the customer obtain from the bd product?: 1: e. Coli and kleb phuemo (mrn (B)(6)) and c. Tropicalis. 2: strep group b (mrn (B)(6)) and c. Tropicalis. 2. What result was the customer expecting to obtain (if different from the obtained result): not c. Tropicalis. 3. Was this a qc, validation, or proficiency test?: n. What confirmatory testing was performed that determined the results were erroneous?: culture . Were any erroneous results reported to the doctors?: yes. If yes, were any patients treated based on erroneous results?: 1 patient was not treated, other patient unsure. If yes, did the erroneous treatment have any adverse impact to the patient(s)?: unknown.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.